Manufacturer narrative:
Siemens has completed the investigation of this incident. The patients were not fully diagnosed with (B)(6) infection as there was no (B)(6) performed. One patient was previously reported out as (B)(6). Due to (B)(6) customs regulations, siemens will not be able to receive the sample for confirmation testing. In house kit release was reviewed for lot 062290, and all quality control and medical decision pools reported as intended. It is possible that the samples were (B)(6) on an alternate platform as they were not confirmed to be true (B)(6) patients. If the customer has further occurrences it is highly recommended that the samples are tested for (B)(6) to determine true status of the patient sample. The instruction for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers." The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00295 was filed for a repeat (B)(6) result for this patient and a (B)(6) result for another patient.

Event description:
(B)(6) advia centaur xp hcv (ahcv) results were observed by the customer on two patients, and the results were questioned by the physician(s). Repeat ahcv testing was performed on both patients and the results were (B)(6). Siemens was informed that the first patient was tested previously on another advia centaur system, and the result was (B)(6). The test samples for both patients were tested on two alternate (B)(6) test methods and the results were (B)(6). Corrected reports were issued, and the (B)(6) alternate (B)(6) test method results were accepted by the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp ahcv results. MDR 1219913-2018-00295 was filed for a repeat (B)(6) result for this patient and a (B)(6) result for another patient.